Event description:
It was reported that a user contacted support because their dexcom g7 continuous glucose monitor (cgm) was not paired with the pump after they did not enter the pairing code for a new sensor, and the agent provided education and guided the user through the correct pairing process. No adverse clinical symptoms reported. Outcomes included resolution through troubleshooting and user education, with the user advised to wait for pairing to complete. User support included technical troubleshooting and instructional guidance over the phone. Investigation of this case revealed an operational use error related to entering the pairing code and an incorrect or incomplete pairing attempt between the pump and the dexcom g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.